Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 130 mg/dl, 156 mg/dl (vial 1) and 74 mg/dl (vial 2). Readings occurred with two different vials of test strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.